Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 a mesh and pelvicol acellular collagen matrix were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat sling erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/23/2016.

Manufacturer narrative:
It was reported that the patient underwent gastric lap band surgery in 2007; removal of previous gastric lap band apparatus and insertion of new apparatus in (B)(6) 2010 & lap band adjustment under fluoroscopy on (B)(6) 2012.